Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: addr01 implantable pulse generator (ipg). (B)(4).

Event description:
It was reported there was a gradual rise in threshold and impedance over time. The parameters on the lead were reprogrammed. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.